Event description:
It was reported that upon review of the stored egms, the atrial lead exhibited atrial oversensing due to far r-wave signals and low sensing. Programming changes and potential lead revision were recommended. Further observations of the remote transmission showed no additional issues. The patient was stable after the event.